Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. No DHR review could be carried out. The secondary set c60 is manufactured at subcontractor medisize cz (with bd sa connectors). In this case, as there is no lot/picture/sample the complaint to subcontractor was not sent. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on the frequency of the defect no more actions are needed.

Event description:
It was reported that the bd phaseal secondary set drip chamber c60 clamp came off the roller track. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ secondary set drip chamber c60 clamp came off the roller track. There was no report of exposure, injury, or medical intervention.